Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted as per patient profile form due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion , urinary problems, organ perforation, bleeding, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient experienced mesh erosion and underwent mesh revision on (B)(6) 2008. Additionally, the patient underwent partial removal of mesh in 2007 due to mesh extrusion and erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).